Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H10: the actual device was not available; however, retention samples were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Gravity and leak testing was performed with no leaks or issues observed. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the male luer lock adaptor of a continu-flo solution set was cracked which resulted in a leak. This issue was observed during setup prior to patient use. There was no patient involvement. No additional information is available.